Event description:
It was reported that during a persistent atrial fibrillation ablation a farawave was selected for use. During procedure, it was possible to ablate both left sided pulmonary veins without issue and then went into the right superior pulmonary vein and couldn't get the guide wire to come out. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.